Manufacturer narrative:
The j2 connector on the lcd board was unlocked, and this caused the esc and the up arrow to not respond. There was no damage to the keypad traces noted during the visual inspection. The insulin pump was received with minor scratches on the lcd window, scratches on the reservoir tube window, cracked reservoir tube lip and battery tube threads. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had an unresponsive keypad. The esc and up arrow are not working. The caller did not know the blood glucose reading. There were no significant events leading to the alarm observed. The customer was advised to discontinue using the insulin pump and to revert to their back-up plan.